Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient was hospitalized due to diabetic ketoacidosis (dka) and coma event on (B)(6)2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: a complaint investigation has been initiated for complaint (B)(4) on 16-jul-2025. Test results: no testing is required for malfunction code no malfunction based on complaint information, see the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6005048 was manufactured according to document version 79 appendix 1 batch card for production of packaging room on 05-feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 16-jul-2025 against malfunction code no malfunction based on complaint information and lot 6005048, with two other complaints identified. Both other complaints were closed - cancelled as no malfunction or harm was reported. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no issue identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.